Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance after trying several positions during implant, and the day after. It was also reported that there was low threshold. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in threshold, high threshold and a sudden increase in impedance. It was also reported that there was a suspected lead fracture. The lead was capped and replaced.